Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter displayed an error 5 message. The complaint was classified based on customer care advocate (cca) documentation. The patient claimed that the meter message occurred on (B)(6) 2015 in the ¿early morning¿. The patient detailed that she manages her diabetes with metformin and januvia pills and denied making any changes to her diabetes management routine in response to the alleged issue. The patient claimed that at an unknown time after the alleged issue occurred, she developed symptoms of feeling ¿shaky and sweaty¿, however denied receiving any treatment. During troubleshooting the cca noted that it was not the first time that the meter had been used and that the customer had followed the correct testing process. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.